Manufacturer narrative:
(B)(4). At time of filing, although expected, the reported device has not been returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
During incoming inspection, the distributor rejected this device, 1/4in (6.4mm) x 6 (1.8m) surgical tubing, catalog # 0036280, lot 201907264, for a possible insufficient heatseal. There was no contact with any patient as this was found during incoming inspection in (B)(6). Due to the potential severity of a possible breach in sterility, this report is being raised as a malfunction with potential for injury upon reoccurrence

Manufacturer narrative:
The customer's reported complaint of an insufficient heat seal leading to a breach in sterility is unconfirmed. Conmed received two 0036280 in unopened original packaging, the reported catalog and lot numbers were verified. A visual inspection was unable to find any obvious seal breaches, abnormalities or defects however it was seen that the device was encroaching into the seal. A functional inspection was then performed, as the devices were dye leak tested per policy, which indicated that the packaging did not have an insufficient heat seal. The manufacturing documents from the device history record have been reviewed and found no abnormalities that would contribute to this issue. A two-year lot history review found this is the only event with a quantity of 2 units for this lot number and failure mode. (B)(4). This issue will continue to be monitored through the complaint system to assure patient safety.